Event description:
Healthcare professional reported capsular contracture baker grade iii/IV.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported exchange with no complaints against the right device. Patient later reported capsular contracture, baker grade unknown. Healthcare professional later reported right side rupture. The device has been explanted.

Event description:
Healthcare professional later reported right side rupture. The device has been explanted.

Event description:
Patient reported exchange with no complaints against the right device. Patient later reported capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.